Manufacturer narrative:
Additional information was provided in sections h.3, h.6 and h.11. The company representative was able to replicate the reported event(s). The core module and the lamp were both replaced to address the reported ¿laser and the light issues.¿ the system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The root cause of the reported ¿laser issue¿ is attributed to a nonconforming core module. The root cause of the reported ¿light issue¿ is attributed to a nonconforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that an ophthalmic operating system which exhibited problem with laser and light source dim. Procedure details and patient impact have not been provided. Additional information has been requested but none received till date.